Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, right ventricular oversensing was noted on (B)(6) 2018. Programming changes were discussed. The patient would continue to be monitored.

Event description:
The patient had presented in clinic for follow-up on (B)(6) 2018. New information noted that post paced t-wave oversensing was noted on the stored electrogram. The patient did not receive therapy during the oversensing.